Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were four similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Cue health customer success manager reporting three suspected false positive results using cue covid-19 test for home and over the counter (otc) use on behalf of customer. See (B)(4) for other two reported false positive results). Customer reported to cue health customer success manager that their co-worker experienced a false positive result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot 16451f. On the same day, the co-worker tested negative using an unspecified covid-19 antigen test and two cue covid-19 test for home and over the counter (otc) use.